Event description:
The contact stated the customer tested her blood glucose using a new contour meter and another meter. The contour read in the 100's (mg/dl), while the other meter read in the 400's (mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The contact did not have time to troubleshoot the meter and ended the call. No product will be returned at this time.